Event description:
It was reported that the customer was hospitalized due to high blood glucose over 400 mg/dl. It was stated that the events leading to his admission were high ketones and vomiting. Troubleshooting was performed. The programming, time, and date were correct. Further testing could not be completed as customer did not have a spare infusion test at time of call. Advised the caller that the insulin pump will be replaced due to the moisture damage. No further info was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. Inspected the insulin pump and no trace of moisture damage found on the electronic and motor assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.